Event description:
It was reported to medtronic minimed that the customer reported a sensor glucose vs blood glucose event. Troubleshooting was performed. The sensor glucose value that triggered the suspend on low/suspended before the low event was unknown mg/dl and the low limit in sensor settings was also 110 difference between sensor glucose vs blood glucose. The blood glucose value associated with the triggered suspended event was unknown mg/dl which was outside of the acceptable range. Insulin delivery was suspended due to sensor glucose vs blood glucose event. The customer reported no adverse event. The event involved product(s) mmt-7040a and mmt-7841zn. No harm requiring medical intervention was reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-7040a. Mmt-7841zn was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Sensor carelink additional investigation was performed for the sensor glucose vs. Blood glucose issue. Sensor performance observation due to increased inaccuracy on first day of wear. Sensor did not perform within specifications and this issue is confirmed. It is likely that the sensor contributed to the sensor glucose vs. Blood glucose issue. Sensor carelink additional investigation was not performed for the unexpected suspend [low sg] issue. Reason for report code not in scope of analysis. Carelink investigation is not applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.